Manufacturer narrative:
(B)(4)

Event description:
The pharmacist complained of questionable inr results for 1 patient on a coaguchek xs meter with serial number (B)(4). At 1:00 pm the initial result from the meter was >8.0 inr. The repeat result from the meter was 3.8 inr and the result in the laboratory was 3.1 inr. The exact time of the measurements was not provided but was stated as within an hour and a half of the initial result. The laboratory method was asked for but not provided. There was no adverse event. The result from the laboratory was believed to be correct and the patient's coumadin dose was not adjusted. The patient was stable. The patient does not have antiphospholipid antibodies. The patient's hematocrit was within range. The patient has had no changes in coumadin dose, no changes in diet, no illness, no high blood pressure, and no new medications. The patient's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 266839) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 54%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.